Manufacturer narrative:
Note: product reference 4430140 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. Device history record: batch record file, number 37027425 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar confirmed complaint was reported on the batch released in april 2024. Summary of investigation: the involved device and picture were returned for investigation. However, no x-ray picture and no completed form were transmitted. Pictures review: the proximal part of the catheter and the connection ring are still connected to the exit cannula of the access port housing. Blood traces are visible. Visual inspection of the returned device: access port housing. Blood traces were present. Several marks were visible on the silicone septum. Catheter: only the proximal part of the catheter was received. It was still connected to the exit port cannula of the access port housing with the connection ring. This segment measures around 8 cm. The rupture facies is ovalized, pinched and irregular. This proves that the catheter was pinched, crushed at this level. Connection ring: the connection ring was still connected to the exit port cannula. Some blood traces were observed. No visible defect was detected. Dimensional measures: the inner and outer diameters of the catheter were verified and are compliant with the defined specifications. Raw material historical review: the batch records of the catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause: the performed investigation allows to hypothesis that the catheter rupture results from the fact that the catheter was angled, kinked or pinched at the level of the rupture. However, only the examination of the x-ray pictures could confirm this hypothesis. IFU specifies several recommendations concerning the positioning of the catheter during implantation to avoid this phenomenon and how to avoid it. Conclusion: the complaint is not confirmed. Indeed, the catheter is flattened, ovalised at the level of the rupture, this proves that a mechanical stress was applied on the catheter at this level. We can hypothesize that the catheter rupture results from the fact that the catheter was angled, kinked or pinched at the level of the rupture. However, only the examination of the x-ray pictures could allow us to confirm this hypothesis. It is a rare and well-known complication. No actions plan is foreseen at that time.

Event description:
Rupture of catheter.